Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8 french angio-seal vip was returned for product evaluation. The returned device included a mated hemostasis sheath and carrier tube assembly. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the rear lock position. The anchor was released at the distal tip of the sheath. No other deformation or damage was observed on the returned device. The device was subjected to functional testing by manually pulling the anchor. All the contents were able to deploy except the tamper tube. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter occupation: registered technician (rt). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device anchor did not grab/set when pulled back to deploy and came out of the femoral artery. Manual pressure was then held for manual compression/closure of the femoral artery. The patient was not injured. The blood loss was less than 250cc's. There was no injury to the patient or surgical intervention required. The procedure was a success. Additional information was received on (B)(6) 2023: the procedure performed prior to using the closure device was an electrophysiology procedure by an ep physician. The sheath size used was an 8 french pinnacle. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.